Manufacturer narrative:
The ventilator was investigated on site. The expiratory channel printed circuit board, together with one of the pressure transducer printed circuit board were replaced. A pre-use check and operational tests were successfully preformed and the ventilator was returned for clinical use. There were no parts returned for investigation. No device logs were sent for the investigation. The expiratory channel pcb contains electronics including microprocessor for handling of the safety valve control. This failure may lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. The root cause cannot be determined since neither goods or logs were provided for this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. The patient involvement is unknown. Manufacturer ref.#: (B)(4).